Event description:
It was reported that the patient was revised due to instability and pain on right knee.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# zxvt, femoral condyle; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed. Devices were retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient was revised due to instability and pain on right knee.

Manufacturer narrative:
Should read, "(B)(6)." Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.